Event description:
It was reported that one day post implant, the ventricular lead threshold had increased to 2.25 v at 1.0 ms. An x-ray showed that the lead had dislodged. It was noted that the patient had complete heart block with no escape rhythm. The lead was explanted and replaced. Post explant inspection of the lead found an insulation break in the area of the suture sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was crushed and insulation damaged at 21.3 cm from the connector end. Coil continuity was normal. The damages found were caused by the suture sleeve being tied down too tightly.